Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown. The customer states that the insulin pump may have been exposed to moisture from sweat. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly and also had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.